Event description:
The pt was burned at the site of the return electrode. After the operation, the pt was a little red at the site of the electrode. A few hours after surgery, the surgeon noticed that the pt was burned and a subcutaneous necrosis appeared. A treatment of plastic surgery was performed on the pt.